Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
As reported for the patient's left proximal humerus : "the patient had a successful surgery however has unfortunately since dislocated. We are doing an open reduction next monday ((B)(6) 2020) but the surgeon has asked for a new liner and ring for the surgery."